Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down button of the insulin pump was hard to press. Customer¿s blood glucose was unknown. Customer stated that the insulin pump had slow rewind and change battery every day. Troubleshooting was declined. The insulin pump will not be returned for analysis.